Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had received motor error. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that her insulin pump had diminished battery life and a crack at the corner. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected low battery alarm anomalies noted. Pump received with cracked case at the display window corners and cracked lcd window.